Event description:
The customer called into technical support (ts) reporting that the device¿s battery is faulty. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem that the battery was faulty. The fse replaced the battery to resolve the reported issue. The unit passed required performance verification tests per philips standards.